Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was displayed as "high"; although a specific value was not provided. To address the high blood glucose, the customer administered a manual injection.